Event description:
It was reported through literature that 5 months after implantation of a gastric stimulator system, the pt experienced ileus and had to undergo a short intestinal resection and explantation of the device. The pt's symptoms of severe vomiting returned and another implantation was successfully performed ten months later. No further information was reported. Andersson, s et al. "Gastric electrical stimulation for intractable vomiting in pts with chronic intestinal pseudoobstruction" neurogastroenterology and motility - 2006.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.